Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. This case is still in progress. If additional information is obtained, a follow-up report will be submitted. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On april 12th, the user contacted dario to report high blood glucose (bg) readings. The user reported she has not previously observed bg readings this elevated on the dario device. The user noted she went to her doctor where her bg was tested and were found in normal range for her. The user shared that she monitors her bg levels closely and tends to experience hypoglycemic episodes while fasting.